Event description:
The manufacturer received information alleging a ventilator's internal battery was faulty. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The manufacturer found "service required" codes in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issue.